Event description:
It was reported that during a calcaneocuboid fusion, the surgeon inserted the 1.6mm compression wire through the plate and the compression wire broke during the removal from the plate. The surgeon retrieved the broken fragment, and used another compression wire to complete the procedure. There were no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 3/12/12. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The product evaluation visual inspection revealed that the wire broke off 3mm below the ball. The shaft of the wire was bent in two places as well as signs of gauling from the wire driver in two places. Since it is not possible to determine the static/fatigue loading on the instrument, nor the amount of times the instrument might have been used before the failure, this complaint is deemed invalid. The shaft of the compression wire shows wear and marks. The lot number is irrecognizable due to the fretting marks; a DHR review therefore is not possible. The outside diameter meets the specifications and the microscopic view shows a correct thread and tip. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is report 1 of 1 for complaint (B)(4).